Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer could not be powered on. The patient reported that the level of stimulation was too high and cannot stand it. The patient was reviewed that the implantable neurostimulator recharger (insr) can be used to turn off the stimulation until a replacement patient programmer is sent. The patient stated that they have pain every day and have had 5 surgeries since 2011. It was reported that the therapy helps with the pain as long as the stimulation is kept on continuously and can adjust setting. The patient stated that they have nerve damage. It was reported that the pain increased a little bit two days prior to the report on monday and tuesday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.